Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle was bent when the infusion set was taken out of the packaging. Customer's blood glucose was 416 mg/dl. Customer stated that the high blood glucose was caused by steroid use and she declined troubleshooting.